Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which a new aus was implanted. During the procedure the cuff size was changed. No information was provided about the patient's outcome. No more information available at the moment, further information was requested.

Manufacturer narrative:
Product investigation complete. The aus was visually and microscopically examined. The control pump was contaminated with tissue. There was a leak in the balloon kink resistant tubing (krt) that is consistent with fatigue. The balloon and control pump were not functionally tested due to the balloon tubing leak, and the pump contamination. The occlusive cuff performed within specifications. Inspection of the remainder of the device presented no other damage or irregularities. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which a new aus was implanted. During the procedure the cuff size was changed. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should pertinent additional information become available, it will be provided. Product investigation complete. The aus was visually and microscopically examined. The control pump was contaminated with tissue. There was a leak in the balloon kink resistant tubing (krt) that is consistent with fatigue. The balloon and control pump were not functionally tested due to the balloon tubing leak, and the pump contamination. The occlusive cuff performed within specifications. Inspection of the remainder of the device presented no other damage or irregularities.